Event description:
According to the info there was leakage from tubing and only the pump was replaced.

Manufacturer narrative:
According to the available info, this inflatable penile prosthesis was implanted in 2000, and removed the following month, due to leakage from the tubing. Qa was unsuccessful in securing the explanted prosthesis for evaluation, as the hospital would not release the device without pt authorization within 30 days of the surgery. Without the benefit of analyzing the explant, qa cannot confirm any observations and cannot comment on the condition of the prosthesis. If the explanted device becomes available, or add'l info is received, qa will re-evaluate this complaint in accordance to procedures. Mgmt routinely reviews events such as this. Based on this, and because the device is not available for evaluation, no add'l action is required at this time.